Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose level was of 500 mg/dl at the time of incidence. Customer was treated with manual injection for high blood glucose level. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will not be returned for analysis.